Event description:
The reporter contacted animas on (B)(6) 2014 reporting that on (B)(6) 2013 the patient was admitted to the hospital with elevated blood glucose (bg) levels. The patient¿s diagnosis was diabetic ketoacidosis. The patient was in ICU and taken off the pump and placed on IV drip. The patient was discharged on (B)(6) 2013 on the pump. Since hospitalization they have been monitoring the patient¿s bg. The patient¿s bg has elevated to 500mg/dl and remains elevated. The patient wears the pump for basal only, they do manual injections for bolus for bg control. The bg then down at 100mg/dl. The reporter stated that the bg only resolves with sq insulin. This report is being made due to the hypoglycemic event the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was on (B)(6) 2014 and the last bolus was a 3.85u bolus on (B)(6) 2014. The pump alarm history shows no alarms outside the range of normal patient use. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. No alarms occurred during testing. Investigators were unable to duplicate reported complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.